Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 493 mg/dl. Customer¿s other blood glucose level was 131 mg/dl, 100 mg/dl and 92 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as nausea and vomiting. Customer was treated with visit to emergency room, intravenous fluid and insulin pad. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.